Event description:
It was reported that pump battery did not charge despite use of tandem charging cable and wall adapter, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer had already tried keeping pump connected to working outlet for extended time without success, so technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery, and customer was instructed to use injections if pump battery depleted before new charging supplies arrived.